Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. It was reported that the patient had pain since a surgery in june. On (B)(6) 2016, the patient went to the ER (emergency room) and was sent for an MRI. Following the MRI, the patient's pain got worse. The pain had come on suddenly. Additional information was received on 23-aug-2016 from a consumer "about a revision placing a pin". Information was received the same day from a healthcare professional via a company representative who reported that the patient had a spinal fusion unrelated to the patient's infusion system. Since then, the patient had "a lot of pain"/increased pain. Per the reporter, it was about a month ago where they replaced the pin for the patient. Yesterday ((B)(6) 2016), the patient had spine surgery that had nothing to do with the drug infusion system or therapy. It was for a pseudo meningeal seal issue and a dural tear. The catheter was cut for the surgery but then the distal end retracted into the intrathecal space so the proximal end of the existing catheter was tied off and the daily dose was decreased to 1.7- 1.8 mg. They were not going to revise the existing catheter until the patient healed and would leave the pump in minimum rated until the catheter could be revised. Per this reporter, the pump was previously delivering morphine at 3.4 to 3.7 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.